Event description:
Clinical rationale: the patient is a 15 year old male supported with an impella 5.5 device for the indication of cardiomyopathy. His pre support clinical state was consistent with scai cardiogenic shock stage c. At approximately 2300 on 2/4, the patient developed acute onset crushing chest pain. Electrocardiogram demonstrated st segment elevation. Based on the available information, no allegation or deficiencies noted by customer, the impella maintained hemodynamic support with stable flows and purge parameters. A transient elevation in plasma free hemoglobin, which can be expected in patients with this clinical presentation, and resolved with standard device management, and no sustained hemolysis was identified. No evidence suggests that the device contributed to the patient¿s reported chest pain or transient st elevation. Clinical findings and device performance indicate that the impella system continued to operate within expected parameters. The patient remained on support and on subsequent day the pump lost the appropriate placement signal and the team assessed the pump position with imaging. The imaging revealed the patient to have no thrombus present within the left ventricle. The team also observed the purge pressure to be rising and purge flows decreasing despite the addition of the thrombolytic tpa to the purge fluid, and the anticoagulation change from heparin to bivalirudin. The team made the decision to explant and replace the pump. On day 34 the team replaced the pump. This replacement was done beyond the indication of use timeframe. The pump exchange will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Additional information was provided, therefore, b5, d6b, d9, h6 were updated.

Event description:
The patient is a 15-year-old male supported with an impella 5.5 device (sn (B)(6)) for the indication of cardiomyopathy. His pre support clinical state was consistent with scai cardiogenic shock stage c. At approximately 2300 on 2/4, the patient developed acute onset crushing chest pain. Electrocardiogram demonstrated st segment elevation. Based on the available information, no allegation or deficiencies noted by customer, the impella maintained hemodynamic support with stable flows and purge parameters. A transient elevation in plasma free hemoglobin resolved with standard device management interventions, and no sustained hemolysis or device malfunction was identified. No evidence suggests that the device contributed to the patient¿s reported chest pain or transient st elevation. Clinical findings and device performance indicate that the impella system continued to operate within expected parameters. The patient remains on support at the time of reporting.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.